Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked screen and loss of device usability. Symptoms included no injury. Outcomes included interruption of therapy requiring device replacement. Investigation included review of the event history and user report. Investigation of this case revealed physical damage to the device display consistent with accidental impact. It was concluded that the device malfunction resulted from user-induced physical damage, not a manufacturing defect.